Event description:
During the procedure, a blood leak was noted from the hemostasis valve while priming following insertion into the patient. The procedure was completed without replacing the introducer with no consequences to the patient.

Manufacturer narrative:
Additional information:d9, g3, h2, h3. One 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.